Event description:
Procedure: lap gastric bypass. According to the report: the pt was readmitted two days after discharge for hematemesis a j-j anastomotic leak was repaired. Blood loss was reported as 100ml.